Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient presented with galeazzi fracture of the arm, radius, and radial joint was out of place and mal reduced. Standard treatment would be to put the plate on the volar aspect of the radius but the plate was placed on the dorsal aspect of the radius, and patient experienced tendon rupture. Revision included removing the plate, performing a radial osteotomy and a tendon transfer. Plated the volar aspect of the radius combined with the druj arthrodesis and then performed an osteotomy of the ulna. Also performed an autograph from the lilac crest to the area of the ulna osteotomy. The surgical conclusion was favorable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implanted date within last 6 months. Explanted date (B)(6) 2013. Placeholder.